Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited conductive telemetry issue and high threshold. Programming changes were made to resolve threshold issue. The patient was stable.